Event description:
The pump was removed 3 or so years prior to this report because it was uncomfortable and wasn¿t helping with the patient¿s pain. No additional information was provided. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter . (B)(4).